Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual, tactile, and microscopic analysis were performed on the device. A visual, tactile, and miscroscopic examination of the hypotube found multiple kinks and a break at 17.9cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic examination of the crimped stent via scope found evidence of stent damage with the stent struts lifted at the proximal section. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Dimensional testing revealed that the undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 12-apr-2024. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was good post procedure. However, returned device analysis revealed hypotube detach.